Event description:
Received bilateral total joint replacements by tmj concepts in 2010. Pt now undergoing her surgery to remove part of one of the prosthesis due to an infection in the joint and to repair damage to the ear canal caused by the infection. This is her sixth surgery in six years. The pt had a PICC line for several weeks. Pt will have to undergo another surgery in the near future to replace the infected joint.